Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient wanted to see if it still working but did not remember how. Patient stopped feeling stim and did not think it was working. Patient felt stim when he used his controller then stopped feeling it. It was not helping. Patient indicated he called about every 6 months for assistance to change stim. During the call, it was noticed that the patient programmer (pp) showed stim was on. Patient was able to increase stim on program 3 from 1.7 to 2.4 and reported feeling stim in his bike seat (back of leg) area. Patient stated it was comfortable to try it there. Patient was advised to follow up with healthcare provider (hcp) if problem did not resolve. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.